Event description:
Left arm port began malfunctioning. Fluoroscopy revealed fracture of catheter approx 4-6 cm from port with embolization of distal catheter into heart and right pulmonary arterial system.